Event description:
The customer reported that the battery was not charging.

Manufacturer narrative:
(B)(4): the customer reported that the battery was not charging. The unit was evaluated locally by a philips fse and the failure was verified. Replacement of the ac power supply resolved the failure. The unit passed all post-servicing testing and remains at the customer site.